Manufacturer narrative:
Eval summary: the er420 instrument was returned in good visual condition. The instrument was cycled, ejected 5 clips and 4 clips were fed and formed properly. No conclusion could be reached as to what may have caused the ejecting clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap gastric bypass the clips were spitting from the device. Another device was used to complete the case with no pt consequence.